Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states.on an unspecified date, the consumer started using reach toothbrush unspecified, for dental cleaning (route- dental, lot number, frequency and expiration date unspecified). After two days, while brushing the teeth, the first toothbrush snapped in half, half inch down the shaft from the thumb hole. After an unspecified duration, the consumer started using second toothbrush and five days later the same thing happened.this report had no adverse event and the action taken with the device was unknown.this report was considered a reportable malfunction case in the united states.initial report is being resubmitted to correct the device name from reach toothbrush unspecified to reach total care multiaction toothbrush.

Event description:
This spontaneous report was received on (B)(4) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified, for dental cleaning (route- dental, lot number, frequency and expiration date unspecified). After two days, while brushing the teeth, the first toothbrush snapped in half, half inch down the shaft from the thumb hole. After an unspecified duration, the consumer started using second toothbrush and five days later the same thing happened. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received. This is an initial submission for the first product in this case. The manufacturer report number for this submission is 2214133-2012-00295. The initial submission for the second product in this case will have the manufacturer report number 2214133-2012-00296.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received. The manufacturer report number for this submission is 2214133-2012-00295. The follow up submission for the second product in this case will have the manufacturer report number 2214133-2012-00296.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified, for dental cleaning (route- dental, lot number, frequency and expiration date unspecified). After two days, while brushing the teeth, the first toothbrush snapped in half, half inch down the shaft from the thumb hole. After an unspecified duration, the consumer started using second toothbrush and five days later the same thing happened. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Initial report is being resubmitted to correct the device name from reach toothbrush unspecified to reach total care multiaction toothbrush. Additional information received on (B)(4) 2012. The sample was not received. Lot number was not reported by the consumer therefore, a batch record review could not be requested or a lot trend analysis performed. Based on the quality investigation, the manufacturer provided a two year review of product related changes and manufacturing/facility issues from (B)(4) 2010 - (B)(4) 2012 and no manufacturing/facility issues were noted. A handle resin change occurred in (B)(4) 2011. All validation testing related to this change was acceptable. Both old and new resins passed the bend test. A review of the data associated with complaint categories, breaks/falls apart with use and reportable pqc, revealed no adverse trends and no trend involving this lot number. Due to lack of a sample and no adverse trends, a root cause could not be determined for this complaint. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received. The manufacturer report number for this submission is 2214133-2012-00295. The initial submission for the second product in this case had the manufacturer report number 2214133-2012-00296.